Event description:
Reporter alleged the customer's lancet needle that is a part of the softclix system protrudes outside the dial after use. Reporter stated being scratched by the needle sticking out of the dial cap however no medical treatment was sought. No other actions taken or treatment reported. A request was made for the return of the suspect device and replacement product was sent.